Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete pump reset instructions, and after guidance through the process, the caller successfully reset the pump and started a new sensor session without encountering the error again.